Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5147771. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 355375.

Event description:
It was reported that the patient was no longer receiving adequate pain coverage. Attempts to reprogram were unsuccessful, and x-ray imaging revealed that only one lead remained in the epidural space, with the other lead having migrated approximately a week after being originally implanted. The patient underwent an explant procedure to remove the leads and ipg and is doing well post-operatively.

Event description:
It was reported that the patient was no longer receiving adequate pain coverage. Attempts to reprogram were unsuccessful, and x-ray imaging revealed that only one lead remained in the epidural space, with the other lead having migrated approximately a week after being originally implanted. The patient underwent an explant procedure to remove the leads and ipg and is doing well post-operatively.

Manufacturer narrative:
With all the available information, boston scientific concludes the reported event of lead migration was confirmed by the physician in the field with x-ray imaging. Analysis of the returned sc-2317-70 serial numbers (B)(6) revealed the leads were cleanly cut and the distal sections were not returned. No anomalies were identified on the leads aside from the clean-cut, which is the result of a typical explant procedure and is not considered a failure. Additionally, the ipg sc-1160 serial number (B)(6) was analyzed and passed all the required functional tests and exhibited normal characteristics. Lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief is one of the possible risks of implanting a spinal cord stimulator; and therefore, the most probable cause is known inherent risk of device.